Event description:
User facility reported that during an attempted novasure ablation, the physician suspected a uterine perforation upon insertion of the disposable novasure device. He removed the device and re-sounded the uterus with the suresound. He verified the perforation and abandoned the procedure. During follow-up in 2009, the physician reported no treatment was needed for the perforation and the pt was discharged home following the attempted ablation. Additionally, he reported the pt has been seen on follow-up and "she is doing fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Results - device received from customer in a condition which made functional testing impossible. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.